Manufacturer narrative:
Analysis found that overheating was confirmed. Pre repair temperature test results in 1 minute: 28.5c for rear, 33.6c for middle and 49.6c for the nose. The handpiece was noisy. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was overheating 3 minutes after starting to work during a tympanoplasty procedure. There was no delay. The procedure was completed with the reported product(s). There was no patient impact.